Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized three times for high blood glucose. The third hospitalization occurred on (B)(6) 2020. Customer stated they started feeling ill and the next morning they tried to lie down and started feeling sick and run down. They slept and woke up disoriented, couldn't walk or catch their breath. Emergency medical services were called and the customer was admitted to the intensive care unit. Customer was waking up every 4 hours and their blood glucose would not drop below 400 mg/dl. The customer was transported to a different hospital within 24 hours due to lack of intensive care unit beds. It is unknown what treatments the customer was given while hospitalized or when they were discharged. Troubleshooting for the customer¿s high blood glucose hospitalization was declined. The insulin pump will be returned for analysis.